Event description:
Tooth location 47

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following information is being submitted: b4: 22 nov 2019. B5: corrected data: tooth location 47. Da: expiration date: 31 dec 2020. G4: 25 oct 2019. G7: follow up. H1: serious injury. H2: correction, additional information, device evaluation. H3: yes, evaluation summary attached. H4: 04 jan 2016. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported device was received for evaluation along with the cover screw. Visual inspection identified that the cover screw was attached to the implant. Functional testing was performed to remove the cover screw from the implant but the screw was stuck. The reported condition of a cover screw that could not disengage from the implant was confirmed. A device history review (DHR) was completed for the reported device lot number. No deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. A complaint history review was completed for the reported device lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a cover screw could not disengage from the implant (tsvmb11) and when more force was applied the implant came out. Tooth location 31.